Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump may be over delivering due to sensor issues. The customer¿s blood glucose level was 67 mg/dl at the time of the incident. The customer used glucose gel to treat the low. The customer had their settings lowered but it did not prevent the lows from recurring. Troubleshooting was completed but did not resolve the issue. The insulin level in the reservoir did not match the pump display. The insulin pump will be returned for analysis.